Event description:
It was reported that the patient's low voltage lead was explanted due to damage. It was also observed that the patient presented with another low voltage lead that exhibited unspecified anomaly, for which no intervention was performed. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of lead damaged and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with extended helix, stretched / bent, and clogged with blood/tissue. Visual and x-ray examinations found the inner coil was overtorqued and the helix was stretched / bent consistent with procedural damage. Unable to perform helix mechanism test due to the condition of the helix as received. The cause of the reported events was isolated to overtorqued inner coil and bent helix consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was damaged; the lead helix failed to extend and retract. It was also observed that another ra lead failed to extend after insertion into the patient¿s body. The lead damage was confirmed by visual examination and fluoroscopy. Both leads were not used and were replaced during the procedure. The patient was discharged.

Manufacturer narrative:
Correction: report type - the correct report type should have been "malfunction", rather than "serious injury." Correction: section b1 - the correct type of report should have been "product problem", rather than "adverse event." Correction: section b2 - required intervention to prevent permanent impairment/damage should not have been selected. Correction: section b5 - the correct describe event or problem should have been "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was damaged; the lead helix failed to extend and retract. It was also observed that another ra lead failed to extend after insertion into the patient¿s body. The lead damage was confirmed by visual examination and fluoroscopy. Both leads were not used and were replaced during the procedure. The patient was discharged.", rather than "it was reported that the patient's low voltage lead was explanted due to damage. It was also observed that the patient presented with another low voltage lead that exhibited unspecified anomaly, for which no intervention was performed. The patient was discharged." Correction: section d6b ¿ the date of explant should not have been entered. Correction: section h1: the correct type of reportable event should have been "malfunction", rather than "serious injury." Correction: section h6 - the correct health effect - impact code should have been "prolonged surgery" rather than "additional surgery."